Event description:
When trying to prime water leaked everywhere, bag overfilled. Opened a 2nd kit tried to prime. Same thing happened. Contacted rep, however he was unavailable. Contacted customer support and opened 3rd kit and it would not prime while I was on the phone with (B)(6).